Event description:
The patient underwent total hip replacement due to left medial femoral neck fracture on 27 march 2006. During the surgery the surgeon injected the cement into the femoral channel to place the stem. Ten minutes later the patient suddenly experienced blood pressure decrease, and cardiac arrest occurred. The surgeon performed resuscitation, used iabp and blood pressure was stabilized. The day after the patient experienced blood pressure decrease, cardiopulmonary arrest in the ICU and the patient expired. The patient originally had had a history of high blood pressure, but not underlying heart disease. After the surgery a cardiovascular internal medicine physicina evaluated ECG and echocardiographic if the patient had an ischemic heart disease. The physician concluded it was unlikely if cardiac infarction, pulmonary embolism or pulmonary infarction occurred during the surgery.